Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was having hypoglycemia while using the compact plus meter. At 1:45 p.m., the patient's wife thought he was having low blood glucose. The patient was awake but not comprehending things well. He was sweating and moving slow. The wife treated him with some juice and a pudding cup. The blood glucose result on the compact plus meter was 104 mg/dl around 5 to 10 minutes after eating. The paramedics were called since the blood glucose result was not low as expected. The paramedics arrived 15 minutes later and the blood glucose result was 56 mg/dl on their meter. The patient was taken to the hospital and the blood glucose result was 68 mg/dl around 10 minutes later. The patient was treated with a glucose shot. Around 35 minutes later, the blood glucose result was 66 mg/dl on the patient's meter. The patient was in the hospital for 13 hours, but he was not admitted. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.